Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was missing pixels and was no longer as bright. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was between 150-160 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.